Manufacturer narrative:
Investigation findings: reminder sent on (B)(6) 2015 and on (B)(6) 2015. A review of the lot #038874 shows no inventory for this lot number. A review of past complaints show no complaints have been filed for this lot #038874. A review of the work order shows (B)(4) parts were in this lot. And that this is the only complaint filed for this lot. Root cause analysis: a review of the complaint did not indicate what pressure was used to create a leak. Without the sample to verify the leak and to be able to investigate the part, it is impossible to determine how and why the leak was created. A sample is deemed necessary to complete the investigation. Attempts were made to receive the sample on (B)(6) 2015, (B)(6) 2015 and (B)(6) 2015. If a sample is received, the complaint will be reopened. Corrective action: no corrective or systemic corrective action will be taken due to not having enough information and the part in question. The investigation is considered complete at this time.

Event description:
The delay was unknown per the customer. A new device was opened to complete the case. Issue was the stopcock was leaking during flushing the device. Water leaked from the white part on the back side of the three-way stopcock.